Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was found to be dislodged for a second time. The patient is a known twiddler, and has dislodged their leads before. Due to the fact that the leads have been dislodged before the physician explanted the lead and moved the device to the right side, and implant a new right ventricular lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead was found dislodged following implant. The physician repositioned the lead with no adverse effects noted. There were no allegations of device malfunction as the physician suspected that the patient was a twiddler.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual aboservation found the clear ma is torn/separated from the eptfe at the proximal end of the proximal spring electrode ans the distal end of the proximal spring electrode is separated from the lead body insulation-ma is noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.